Event description:
It was reported that a user experienced persistent hyperglycemia around 206 mg/dl despite a meal announcement while using the ilet system after reconnecting to the device, with observed insulin delivery limited to basal and minimal corrective doses and no alerts or visible site leakage. Customer care provided support that included review of device data logs and internal case review. Investigation of this case revealed no device alarms and no confirmed infusion set or leakage issue. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no reported injury, medical intervention, or hospitalization. It was concluded that the cause of the hyperglycemia was unclear, and the user was advised to await clinical follow-up regarding potential cgm target adjustments or a factory reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.